Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery at the posterior inferior cerebellar artery bifurcation using a px slim delivery microcatheter and penumbra coil 400 (pc400) coils. During the procedure, the physician successfully deployed and detached twelve pc400 coils through the slim microcatheter. The physician met resistance while advancing a new pc400 coil through the slim microcatheter; however, resistance was met. After several attempts to advance the pc400 coil, it unintentionally detached inside the slim microcatheter. The physician removed slim microcatheter with the detached pc400 coil inside. The procedure successfully continued using another manufacturer's devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00667. Device discarded by hospital.